Event description:
"Dealer states the right arm adapter (part/number 1161660) was broken off at the weld where the arm attaches to the wheelchair when received. The provider called and received (B)(4). When part number (1161660) and (11611661) were received, the diameter of the part of the arm attaches to, was too large and the provider could not get the arms to attach to the adapter. The diameter measured .768 on both the broken and new parts. According to technical support, the print says it should be .744 plus or minus 5."

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date (B)(4). The owner's manual part number 1143190 rev k, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.